Manufacturer narrative:
Summary of eval: examination results could not duplicate the intra-operative event.

Event description:
The head would not rotate properly in the bipolar cup. Another bipolar cup was readily available and implanted without incident. There was no adverse consequence for the pt or delay in surgery or anesthesia time.